Manufacturer narrative:
Device evaluated by MFR.: the stent had detached from the balloon and was returned for analysis on a mandrel, with the stent protector and without the stent delivery system (sds). A visual examination of the stent found the stent damaged almost across its entire profile with struts distorted, stretched and lifted from the stent profile. As the delivery system was not returned with the stent, analysis on the balloon crimp markings cannot be completed. The product stent protector was returned for analysis with the device and the inner diameter measured. Individual assessment of the catheter cannot be performed as the stent delivery system was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.75 x 20 synergy ii drug-eluting stent, the stent came off the stent delivery system (sds) outside of the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product.

Event description:
I was reported that stent dislodgment occurred. During preparation of a 2.75 x 20 synergy ii drug-eluting stent, the stent came off the stent delivery system (sds) outside of the patient's body. No patient complications were reported.